Event description:
It was reported that there was a cassette failure. Cassette only had normal saline run through it. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: replaced unit.